Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller had a blank screen. The patient mentioned that her controller was not working at all. The patient said the controller wouldn't charge or anything and she had been trying to charge the controller for 4 days and now it wouldn't even come on. The patient said that no one ever showed her how to work the controller or how to program anything. The patient also wanted to see if a rep could meet her. The patient said that if it wasn't for her nerve pain the morning of the report, the patient would not have thought to call. The battery pack was removed and reinserted and the issue was resolved. The patient mentioned that her controller came on and said that the controller needed to be recharged. The patient plugged it into the wall and said that her controller was now charging. The patient called back and stated she charged her back and the controller ran out of charge. The patient charged the controller, but had to charge the stimulator. The patient was holding down the button to pull up the device to turn the stimulator on and she couldn't do it. The patient was walked through how to turn stimulation on and they she was able to turn stim on. The patient mentioned she needed a variation in settings like her previous device. No further complications were reported.